Manufacturer narrative:
On (B)(6) 2017: it was reported the customer's blood glucose level was over 500mg/dl.

Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 500mg/dl and alternate therapy was used to address the bg level. An infusion set change was performed and ad additional occlusion alarm occurred during bolus delivery. Reportedly, the customer changed their cartridge once a week. Tandem technical support educated the customer that the cartridge should be changed every 3 days. The customer reported alternate therapy was available for insulin therapy.